Event description:
Initial calcium result 6.0 mg/dl. Same sample repeated gave result of 8.7 mg/dl. Same sample repeated on different instrument, same method, gave result of 8.9 mg/dl. Initial results were not reported. The field service representative was unable to determine a cause for the discrepancy.